Event description:
It was reported during a laparoscopic nissen fundoplication the surgeon ran into some bleeding. The surgeon asked for the er320, the instrument would not function properly and was spitting clips, as a result they had to open the pt to stop the bleeding. The pt lost approx 1 liter of blood during the case and was transfused an unknown amount of blood product. Per the surgeon, post-operatively the pt is doing fine.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .233. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was rec'd empty, further functional testing could not be performed. However, it was noted that the instrument was returned with the jaws yielded. No conclusion could be reached as to how the damage to the jaws occurred. However, it should be noted that if the instrument is torqued or closed over a hard object, the jaws will become damaged and will not form the clips properly. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.